Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in hospital prior to a normal device change-out, noise was noted on the right ventricular lead. The noise was not reproducible during the procedure, and therefore, physician elected to leave the lead implanted. The patient was paced only 12% of the time and had intact conduction. The patient remained stable and was discharged after the device change-out.